Event description:
It was reported that the handpiece was seizing during a procedure at user facility. Customer could not confirm if the device ran without activation. The procedure was completed successfully without any clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.

Manufacturer narrative:
Failure of run on was not confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the repair technician confirmed the other parts were damaged and corroded. The affected parts were replaced. The drill was repaired and returned to the customer after passing final inspection.

Event description:
It was reported that the handpiece was seizing during a procedure at user facility. Customer could not confirm if the device ran without activation. The procedure was completed successfully without any clinically significant delay, no medical intervention and no adverse consequences were reported with this event.